Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device had a stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioned properly. The device had a cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched case, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.